Manufacturer narrative:
This device will not be returned due to the customer resolving the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus received information from a technician that during a diagnostic esophagogastroduodenoscopy and colonoscopy that they were getting a multicolor/static images using evis exera iii xenon light source, evis exera iii video system center, evis exera iii colonovideoscope and evis exera iii gastrointestinal videoscope. Additionally, b30 and e216 scope communication errors were observed. The procedure was prolonged for ten minutes but ultimately postponed. There were no medical intervention required as a result of the reported problem. The manager came in the next day and troubleshooted the issue. The manager confirmed the issue was with the evis exera iii colonovideoscope as there was a leak in the scope. The customer stated the water leaked into the evis exera iii video system center and evis exera iii xenon light source was caused by the evis exera iii colonovideoscope. The customer confirmed that the evis exera iii gastrointestinal videoscope is working properly. It is unknown whether the procedure has been rescheduled at this time. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - evis exera iii video system center. (B)(6) -evis exera iii xenon light source. (B)(6) - evis exera iii colonovideoscope. This report is for (B)(6).

Manufacturer narrative:
This supplemental report is to correct b5 as it was determined for the evis exera iii gastrointestinal videoscope to have no reportable device malfunction.

Event description:
Olympus received information from a technician that during a diagnostic esophagogastroduodenoscopy and colonoscopy that they were getting a multicolor/static images using evis exera iii xenon light source, evis exera iii video system center, evis exera iii colonovideoscope and evis exera iii gastrointestinal videoscope. Additionally, b30 and e216 scope communication errors were observed. The procedure was prolonged for ten minutes but ultimately postponed. There were no medical intervention required as a result of the reported problem. The manager came in the next day and troubleshooted the issue. The manager confirmed the issue was with the evis exera iii colonovideoscope as there was a leak in the scope. The customer stated the water leaked into the evis exera iii video system center and evis exera iii xenon light source was caused by the evis exera iii colonovideoscope. The customer confirmed that the evis exera iii gastrointestinal videoscope is working properly. It is unknown whether the procedure has been rescheduled at this time. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - evis exera iii video system center (B)(6) -evis exera iii xenon light source.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "procedure (egd and colonoscopy) was cancelled", the phenomenon " error code b30", and the phenomenon "water leaked into the device" occurred because water entered inside the cv-190. However, the device was not returned and the root cause of the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.